Event description:
It was reported to philips that the device had a paddles disarm issue during the operational check. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.